Manufacturer narrative:
Attempts have been made to obtain additional information. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
Tube detached from drip chamber.